Event description:
The lay user/patient contacted lifescan on january 16, 2008 and alleged that his one touch ultra meter was not powering on. The medical affairs specialist was unable to reach the patient after several attempts via phone. A letter was sent to the address provided. The patient reported that the alleged issue first occurred on january 14, 2008 at around 2:00 pm. He also mentioned that he was shaking after the reported issue began. The patient reportedly took no diabetes treatment actions following the issue and did not receive/require any medical treatment or intervention. He was not tested on any other device. At the time of troubleshooting, it was verified that this was not a new product. The patient was using the correct test strips. However, it was discovered that the batteries were not correctly installed (use error). The patient was asked to correctly install the batteries and the meter was powered on. This complaint is being reported because the patient claimed to have experienced symptom suggestive of hypoglycemia after the reported issue began. The alleged issue was resolved with troubleshooting. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.